Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. The cassette in pictures are in used conditions and filled of medication. By pictures received complaint is no confirmed due no defect found.